Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation. This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation.

Event description:
Complainant alleged that during biomed testing, the device was unable to analyze the ECG reading. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report could not be duplicated during evaluation. No accessories were returned. Available logs showed no device malfunction. The device passed all bench handling, defibrillator cycling, and simulator tests, and successfully analyzed ECG data. There was no fault found with the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.